Event description:
The customer reported that she filled 1.8 vial reservoir to 180 units and within 5 minutes their insulin showed 88 units. Customer stated that the insulin pump was taking too long to have drops come out during priming and filling the tubing. Troubleshooting was done for reservoir leak. Customer's blood glucose was 115 mg/dl. Found no signs of leaks in tubing of reservoir. Assisted the customer to perform displacement test twice and no reservoir appeared. Insulin pump failed the displacement test. Customer insulin needs to be returned. Advised to discontinue using the pump and revert to a back-up plan per health care provider. Customer wanted to use the current insulin pump and will monitor and will call back if issue persists. Customer's last blood glucose was 186 mg/dl. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, off no power test, reset error test, basic occlusion, occlusion, prime and excessive no delivery alarm test. No bad battery alarm was noted. The low reservoir alarm functioned properly during the test. The insulin pump was received with cracked battery tube threads and a cracked reservoir tube lip.